Manufacturer narrative:
The returned battery passed external visual inspection and functional testing. In the lab, the battery performed as expected, passing all functional checks. Examination of controller log files shows (B)(4) was not used in the field during the time frame of the log files. Through the testing in the lab, the battery, with an initial 77% capacity, drove the controller/motor fixture for 4:30:34 hours and was stopped at 44% capacity. Also the maccor functional testing file indicated a reading of 4.411 amp-hr at the last "discharge" point indicating that the "health" of the battery cell pairs was still within nominal range. As a result battery performed as expected. No inconsistencies were observed. Customer complaint could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported by the patient that the battery was immediately losing charge. The battery was exchanged. No patient complications have been reported as a result of this event.